Manufacturer narrative:
The investigation confirmed an unexpected negative vitros anti-hcv result was obtained from a single patient sample tested on a vitros 5600 system when compared to anti-hcv reactive results obtained from the same patient sample using three different non-vitros methods (cobas taqman hcv (rna)test, architect cima anti-body test, and vidas elfa anti-body test) and a reactive result when reprocessing the sample on the vitros 5600 system. The definitive assignable cause of the negative vitros anti-hcv outlier result could not be determined. The customer did not provide historical quality control results to evaluate the performance of vitros anti-hcv lot 4300. In addition, diagnostic within run precision testing was not performed to evaluate the performance of the vitros 5600 system. Therefore, an unknown issue with vitros anti-hcv lot 4300 and/or an unknown issue with the vitros 5600 system cannot be ruled out as a contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros anti-hcv reagent lot 4300. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed an unexpected negative vitros anti-hcv result from a single patient sample tested on a vitros 5600 system when compared to anti-hcv reactive results obtained from the same patient sample using three different non-vitros methods (cobas taqman hcv (rna)test, architect cima anti-body test, and vidas elfa anti-body test) and a reactive result when reprocessing the sample on the vitros 5600 system. Patient sample, vitros anti-hcv result 0.68 s/c (negative) versus repeat vitros anti-hcv reactive result 1.10 s/c and reactive results obtained using three different non-vitros methods. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The customer reported the negative anti-hcv rapicard result and the initial vitros anti-hcv non-reactive result outside of the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).